Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a total gastrectomy, the device stopped firing after advancing slightly. Some staples were protruded and the device was difficult to release from the tissue. A new device was used to complete the procedure. There was no injury or adverse event reported.

Manufacturer narrative:
(B)(4). This report is based on information provided by an engineering evaluation. One powered handle was received for evaluation. An inspection of the eeprom (electrically erasable programmable read only memory) found several motor failure related error codes. A reload was inserted onto the adapter and the reload detect led immediately started flashing as intended, indicating that the software recognized the presence of a reload. The reload was closed and then opened to change the flashing green reload detect led to a solid green state. The observed condition in the pmv lab was most likely caused by an internal break in connection on the bldc (brushless direct current) board leading to intermittent occurrences where the drive motor could not successfully complete calibration. The bldc board has been identified to be susceptible to damage to inter-connects due to heat stress at the solder station. A should new information become available, the file will be re-opened and the investigation summary amended as appropriate. A review of the device history records indicates the device lot numbers were released meeting all medtronic quality release specifications at the time of manufacture.

Manufacturer narrative:
Evaluation summary: this report is based on information provided by an engineering evaluation. One powered handle was received for evaluation. A pmv reload was inserted onto the adapter and the reload detect led immediately started flashing as intended, indicating that the software recognized the presence of a reload. The reload was closed and then opened to change the flashing green reload detect led to a solid green state. The reported condition was not confirmed. Functional evaluation revealed a secondary condition of open traces for the selector motor on the bldc board through continuity testing. The bldc board has been identified to be susceptible to damage to inter-connects due to heat stress at the solder station. A manufacturing action has been implemented to prevent recurrence of this condition. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. A review of the device history records indicates the device lot numbers were released meeting all quality release specifications at the time of manufacture.